Manufacturer narrative:
B3 - date of event was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the burr detached. A 1.25mm rotalink plus was selected for use in a rotablation procedure. The target lesion was 80-90% stenosed with moderate tortuosity and severe calcification. A moderate approach was used on the target lesion, in the left anterior descending artery. While burring, the physician observed that the burr detached from the spring shaft. The physician used the distal end of the rotawire to retract the detached burr. Another 1.25mm rotalink plus was used and the procedure was completed successfully. No adverse events were reported. It was further reported that the patient status was stable post procedure.

Event description:
It was reported that the burr detached. A 1.25mm rotalink plus was selected for use in a rotablation procedure. The target lesion was 80-90% stenosed with moderate tortuosity and severe calcification. A moderate approach was used on the target lesion, in the left anterior descending artery. While burring, the physician observed that the burr detached from the spring shaft. The physician used the distal end of the rotawire to retract the detached burr. Another 1.25mm rotalink plus was used and the procedure was completed successfully. No adverse events were reported. It was further reported that the patient status was stable post procedure.

Manufacturer narrative:
B3 - date of event was not reported and was approximated to (B)(6) 2021. Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device with the rotawire. The burr catheter was received attached to the advancer unit with the rotawire inside the device. Visual and microscope inspection of the device revealed that the burr was detached from the coil and loose on the rotawire. The burr was able to be removed from the wire with no issues. The burr was inspected, and it was found that coil was detached at the end of the burr with portion of the coil still inside the burr, indicating that the bond is still intact. The annulus was flared and damaged. The flare of the annulus indicates that the device was ran a long rotation time and came into contact with the wire. The proximal end of the coil and sheathe were cut-off by the facility. The coil was cut-off 4cm distal of handshake connection and sheath were cut-off 1cm distal of the strain relief. The cut-off portion of the sheath was not returned for analysis. Majority of the coil was stretched, so the rotawire was not able to be removed from the coil. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the burr detached. A 1.25mm rotalink plus was selected for use in a rotablation procedure. The target lesion was 80-90% stenosed with moderate tortuosity and severe calcification. A moderate approach was used on the target lesion, in the left anterior descending artery. While burring, the physician observed that the burr detached from the spring shaft. The physician used the distal end of the rotawire to retract the detached burr. Another 1.25mm rotalink plus was used and the procedure was completed successfully. No adverse events were reported.